Event description:
Cutter started dropping metal pieces during core vit mode use at 8000 cuts.

Manufacturer narrative:
Complaint article, one disposable high speed cutter, was subjected to a visual inspection and a functionality test to evaluate its potential to shed particles during use. The investigation confirmed presence of burrs on the cutting edge of the outer- and inner-knife. Due to the nature of the manufacturing processes for the vitrectome, it is foreseen that occasional burrs will form during use, and in rare cases these burrs may shed during surgery (such a failure mode is common to all reciprocating vitrectomes). Since 2016, dorc has sold over 589.000 vitrectomes, with an occurrence of 1 instance of such shedding recorded. On this basis, the risk / benefit profile of the product remains positive and dorc will continue to monitor complaints of this kind. - attachment: [(B)(4) final report signed.pdf].

Manufacturer narrative:
A complaint article was received by d.o.r.c. And investigation has been initiated.

Event description:
Cutter started dropping metal pieces during core vit mode use at 8000 cuts.